Event description:
Customer reported receiving erratic readings on their freestyle freedom lite blood glucose meter while, using freestyle freedom lite test strips. Customer reported receiving readings of 405 mg/dl and 92 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.